Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed infusion complete but bag appeared full. A kink was identified above the pump but no occlusion alarm was observed. The event happened during infusion of norepinephrine in the surgical intensive care unit (sicu). There was no known patient injury or medical intervention associated with this event. No additional information is available.